Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a standard replacement procedure. During the operation, there was a tear in the superior vena cava. The patient was stabilized and was doing well following the procedure.